Event description:
A non-csi atherectomy system was used in the posterior tibial (pt) artery. Following that, imaging was not performed in the area distal to the treatment area. The non-csi atherectomy device was removed. A non-csi filter was placed in the distal popliteal artery (pa). Treatments were performed for 25 seconds with 30 second rests using the diamondback 360 peripheral orbital atherectomy device (oad) advancing from the proximal 6mm, 85% stenosed, calcified superficial femoral artery (sfa) to the pa. A retrieval catheter was used to retrieve the non-csi filter. Angiographic imaging was then performed and revealed a thrombus formation in the distal pt to mid anterior tibial artery. Activated clotting times were 220 seconds and 215 seconds. The physician administered 5,000 units of heparin during the procedure. A non-csi catheter was used to aspirate the thrombus. Verapamil and nitroglycerin were administered. The patient was stable during and following the procedure.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).